Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to moisture damage on the keypad traces noted also, unexpected motor error alarm during occlusion test due to moisture damage on the force sensor resistor, corrosion was found on all electronic assemblies, battery tube and motor assembly noted. No unexpected missing segments or partial display anomalies, low battery alerts, icon anomalies or full segment display anomalies noted during our testing. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, broken battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The spouse states there were missing segments in the display. The customer states they had unresponsive buttons. The customer's blood glucose level was 178mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.